Event description:
The customer reported experiencing a loss of consciousness and confusion. The paramedics were called and the customer received a reading of 87 mg/dl on their freestyle flash meter compared to the paramedics reading of 47 mg/dl. The customer was treated with a shot of glucose. The customer was transported to a hospital and was diagnosed with severe hypoglycemia and a viral syndrome. The customer had blood work done and was treated with intravenous fluids containing glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.